Event description:
Pt reported the lap-band device "tubing, port, and bottom of the band are leaking." The doctor filled the lap-band with 1.2cc and when the pt went back was only able to obtain 0.2cc. Follow-up findings: the pt coordinator said that the access port has been removed and the band is planned to be removed in a week. They will return the device.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the surgeon regarding the explant date of the access port has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review of the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, and slippage or over-restriction."